Event description:
It was later reported that the increase in seizure and worsening seizure activities were due to medications and not vns. The provider also stated that these events were not related to vns. It was also reported that the increase in seizures were at pre-vns baseline levels. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing worsening seizure control with their vns. Per the physician the vns appears to be working fine with good battery and impedance numbers on interrogation today. No other relevant information has been received to date.